Event description:
The manufacturer received information alleging a ventilator service required condition occurred. There was no harm or injury reported. The ventilator was returned to a third-party service center for evaluation and the customer¿s complaint was confirmed. The device's display system board was replaced to address the issue. Additional findings not related to the malfunction/issue was damaged to the display screen. The display was replaced on the device. The following parts were proactively replaced on the device: muffler, blower, flow sensor, bellow, in-line filter, and vanity cover.